Manufacturer narrative:
A cracked reservoir tube lip, scratched reservoir window and minor scratches on the display window were noted during the visual inspection. No moisture damage was noted on the electronic assembly.

Event description:
It was reported that the customer jumped into a lake with the insulin pump on and lost the battery cap. Customer's blood glucose reading at the time of the call was 288 mg/dl and will be treating with a syringe shot. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.